Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply all of the same type. No visible battery leakage or corrosion in the battery compartment. Battery door is not missing and closes properly. No visible damage to the outside of the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the flat battery contacts are corroded due to battery leakage and the battery door is missing. The unit powers up and passes all functional tests. Note: posey instructions for use has a statement for proper handling and use: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Manufacturer references file # (B)(4).